Event description:
It was reported during a laparoscopic nissen fundoplication with the lcs15, there was no hemostasis on approx the third or fourth usage. The pt was opened due to the divided vessel and being unable to gain control laparoscopically. The pt lost approx 1600cc of blood. The system was still set up when the rep arrived and he stated the generator and hand piece appeared to be working properly, ce0123-200212, and the cord was okay. 2/12/1998 the device is now in the hospital's possession. The rep was told the lcs was reassembled during the case, and the alignment pin was not used in this assembly.